Event description:
It was reported that the patient presented to the clinic. During follow-up, a discrepancy was noted in device diagnostics, including conflicting elective replacement indicator (eri) and end of service (eos) dates. Additionally, the device could not be successfully interrogated. As a result, the pacemaker was explanted and replaced. The patient remained stable throughout the procedure.